Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in ireland, a transcatheter aortic valve replacement procedure was performed to implant a 26mm sapien 3 ultra valve by transfemoral artery approach. During the procedure, the commander delivery system balloon burst at full inflation with nominal volume + 1ml extra volume during deployment of the valve. The valve was successfully deployed and no patient injury occurred. The patient was stable post-procedure. It was suspected that calcification caused the ruptured balloon.